Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 3/4/2020.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient code: (B)(4) surgical intervention. It was reported that the patient experienced hernia, bowel obstruction due to adhesions and pain and recurring abdominal pain following the procedure. It was reported that the patient underwent removal of mesh on (B)(4) 2013. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.